Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving lower readings on his adc freestyle libre sensor compared to laboratory test readings. Adc freestyle libre sensor readings of 6.00 mmol/l (108 mg/dl), 9.30 mmol/l (167 mg/dl), and 8.40 mmol/l (151 mg/dl) were reported compared to laboratory test readings of 33.30 mmol/l (600 mg/dl), 32.40 mmol/l (584 mg/dl), and 33.30 mmol/l (600 mg/dl). Customer further reported he experienced symptoms of ¿profusely sweating and went hyperglycemic¿. Customer had contact with a healthcare professional who injected rapid acting insulin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and the sensor serial number that has been provided was deemed invalid. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs (device history review) for all fs libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that fs libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no tripped trends were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving lower readings on his adc freestyle libre sensor compared to laboratory test readings. Adc freestyle libre sensor readings of 6.00 mmol/l (108 mg/dl), 9.30 mmol/l (167 mg/dl), and 8.40 mmol/l (151 mg/dl) were reported compared to laboratory test readings of 33.30 mmol/l (600 mg/dl), 32.40 mmol/l (584 mg/dl), and 33.30 mmol/l (600 mg/dl). Customer further reported he experienced symptoms of ¿profusely sweating and went hyperglycemic¿. Customer had contact with a healthcare professional who injected rapid acting insulin. There was no report of death or permanent impairment associated with this event.